Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior fixation at levels l4-l5. On an unknown date post-op, the screw placed on l5 left was found to be broken. Stenosis at adjacent level was also found. Revision was planned to perform decompression. The surgeon commented that he did not consider that the screw breakage contributed to the stenosis. He also commented that he would perform decompression only at the revision and would not remove implants until the implants were on his way. The broken screw would not be removed even in that case.